Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: the text on the display screen was dim and discolored with the contrast setting at the maximum.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a dimmed and discolored display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.